Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The patient's weight was unable to be obtained. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2, reference MFR. Report #: 3006705815-2020-32741. It was reported the patient's leads located in the cervical area had migrated. Also, the patient's physician wanted to get an MRI of the patient's lumbar region. In turn, the patient's cervical scs system was explanted. A replacement scs system will be implanted on a later date.